Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized one day after the onset of the peritonitis event. The patient was treated with vancomycin injection (1000 millgram, frequency, duration and route not reported) and amikacin injection (100 milligram, frequency, duration and route not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient¿s effluent had become clear, antibiotic treatment was discontinued, and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.